Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was in the 300s mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Treatment resolved the issue and there was no permanent damage. Customer was discharge on 4/29/26. Multiple attempts were made to verify the type of treatment that the customer received; however, no response was received.